Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during pretest, cadd solis pump experienced error code -42224 (ui_cmd_interval_timeout) and open downstream occlusion seal.